Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's monitor response buttons were worn and were working intermittently. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons worn, work intermittently) was confirmed. Upon investigation, both the front and rear response button switches were found to be smashed. The root cause for the damaged response buttons could not be positively identified but was likely excessive force while pressing on the buttons. No adverse event occurred due to the defective front and rear response buttons. The pt received a replacement monitor.